Manufacturer narrative:
The reported event of device in backup mode was confirmed. The pacemaker was received in backup mode with the battery voltage at elective replacement indicator (eri). Analysis of the device image revealed that device went into backup mode due to a reset error which is consistent with an integrated circuit (ic) anomaly. The device was restored by reloading product code. Electrical and mechanical analysis was performed, and indicated normal device functionality in bipolar mode. Visual inspection shows external and internal damage consistent with force applied at or after explant that resulted in failed unipolar measurements during analysis. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.

Event description:
It was reported that the patient passed away due to an unknown cause. Upon interrogation, the device was observed to be in backup (bvvi) mode. Further information was requested, but not yet available.